Event description:
The device was returned to the manufacturer with no information. The manufacturer's device registration system indicated the patient expired. Additional information received indicated the death was not related to the dbs device. No cause of death was provided. See MFR report # 6000032200902682.

Manufacturer narrative:
Device analysis was not complete as of the date of this report. A follow up report will be submitted, when device analysis is complete.